Event description:
It was reported that a revision surgery was performed due to periprosthetic fracture.

Manufacturer narrative:
The associated oxonium femoral head and synergy high offset femoral component were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no supporting patient information or medical records were provided for review and inclusion to this investigation; therefore the root cause of the periprosthetic fracture remains unknown; however, the periprosthetic fracture was the contributing factor to the revision procedure. The patient impact beyond the revision procedure itself cannot be concluded as no further information was provided. No further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.